Manufacturer narrative:
The pump was received with all buttons responding properly. No damage or moisture damage on the keypad assembly was noted. No unlocked keypad connector or button keypad anomalies noted. The pump passed the self test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad unresponsive. Customer's blood glucose value was 3.6 mmol/l. Customer stated that insulin pump had all arrows and the middle button had the issue. Customer stated that once every 1 and 2 days new battery placed and same issue. The device will not be returned for analysis.